Manufacturer narrative:
Section a2: correction section d10: additional information. The distal end of the patient¿s driveline was received for evaluation on (B)(6) 2019. Heartmate ii lvas, serial number (B)(4) was received for evaluation on (B)(6) 2019. Section h3: additional information section h4: correction manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4) confirmed internal driveline (dl) wire damage that could have contributed to the reported events. Approximately 17¿ of the patient¿s driveline was replaced on (B)(6) 2019 via work order#wo-00068151. Additional segments of each wire were also returned ¿ approximately 2¿ of the green wire, 2.25¿ of the yellow wire, 2¿ of the black wire, 1.75¿ of the brown wire, 1.5¿ of the red wire, and 2.5¿ of the orange wire. These segments were examined under a microscope and no mechanical damage was observed. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient later underwent a pump exchange on (B)(6) 2019. (B)(4) was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and the 35.5¿ distal end was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Evaluation of the pump¿s blood contacting surfaces upon disassembly also revealed no evidence of developed depositions or thrombus formations. The silicone jacket of the 2¿ pump end segment and 35.5¿ distal end was removed and shield breakdown was observed on the 35.5¿ distal end, approximately 12.25-13.5¿ from the pump housing. The driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The bionate and metal braided shield were removed to examine the underlying wires. Visual examination of the 35.5¿ middle segment of driveline revealed a breach to the insulation of the yellow wire, approximately 13.25¿ from the pump housing. The yellow wire redundantly supports motor phase 1. The observed wire damage appeared to be the result of repetitive flexing. The damage was then bypassed and the remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The pump stoppages and hazard alarms that were confirmed through the analysis of the patient's log files could have resulted from a short to ground if the exposed conductors from the yellow wire made contact with the braided shield while the patient was supported by the power module. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 6 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was having low flow alarms on (B)(6) 2019 with speed drops to 0 rpm and a pump stoppage. The device was connected to ac power at the time. The patient was asymptomatic on both occasions. Log file analysis observed 7 pump stops, 6 low speed advisories, and speed drops as low as 0 rpm. These issues only appeared to be occurring while the vad was connected to the power module. Percutaneous lead x-rays submitted were unremarkable. On (B)(6) 2019 technical services performed a percutaneous lead repair. The patient was discharged on (B)(6) 2019 with no further alarms. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received that when the patient was evaluated on (B)(6) 2019 and two more events were found with low flow alarms, low speed advisories/hazards and pump stops. Both events occurred while the device was connected to the power module. It was later communicated the patient was on a regular cable at the time, not an ungrounded cable. There was no percutaneous lead trauma. The patient was asymptomatic at the time of the event. The patient had gained some weight since implant but the percutaneous lead positioning looked consistent across multiple x-rays. Log file analysis stated the events were consistent with a short to shield. The patient was reported to have underwent pump exchange on (B)(6) 2019. No additional information was provided.